Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes (ou) on a 13 week post-op exam. A brief description from the surgery center indicated the patient had more blurred vision on the left eye than the right eye and was caused by irregular epithelium consistent with anterior basement membrane dystrophy. The patient¿s chief complaint was of blurred vision. The patient¿s comments were of vision fluctuates and glasses don¿t help. The patient experienced loss of best corrected visual acuity (bcva). A epithelial debridement was performed on both eyes. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -.75 x 120, left eye pre-op 20/20 -1.50 x -.50 x 60. Bcva from (B)(6) 2017: right eye post-op 20/20 , left eye post-op 20/40. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -1.50 x 130. This is report is for the femto laser. A separate report will be submitted for the excimer laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.